Manufacturer narrative:
The catheter is returned into 2 pieces with one part of the catheter missing (the catheter was cut with a scalpel). There is a slight noise at the beginning that intensifies at the end of the recorded data. The noise during use is confirmed no functional testing can be performed since the catheter is damaged. The default cannot be reproduced. A CAPA is opened on this subject to find the root cause.

Event description:
On (B)(6), an interference problem occurs on an icp curve that also disrupted the icp measurement on the patient monitor. The hospital had established that the monitor worked properly on battery. The department mobilized 2 monitors to monitor the patient: 1 charging monitor + 1 battery-operated monitor . Finally the patient returned to the operating room for the replacement of the catheter.

Event description:
On (B)(6), an interference problem occurs on an icp curve that also disrupted the icp measurement on the patient monitor. The hospital had established that the monitor worked properly on battery. The department mobilized 2 monitors to monitor the patient: 1 charging monitor + 1 battery-operated monitor. Finally, the patient returned to the operating room for the replacement of the catheter.